Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a procedure cancellation occurred. During a pulse field ablation procedure, the farapoint catheter was advanced into the right atrium and when attempting to deliver ablation a 301 error occurred repeatedly. Multiple attempts to deliver ablation were performed, the farastar cathter cable was exchanged, and the 301 error recurred. An alternative farapoint catheter was not available and the procedure was aborted. No patient complications were reported.